Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had horizontal stripe noise in the image during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8, h2, h3, h6, h11 corrected fields: e3 and h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: pressing the focus switch did not result in a sharper image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a decline in the head unit's performance, pressing the focus switch did not result in a sharper image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.